Event description:
It was reported that the tubing of a flo-gard IV solutions administration set came apart. This occurred during a patient infusion of caspofungin acetate using a colleague pump. The reporter stated that drug and blood was observed to be leaking onto the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.